Manufacturer narrative:
Product ID: mc1vr01-delsys. Product event summary: the partial delivery system was returned. Analysis indicated that the wire mesh exposed on the shaft. There was a mechanical issue with the shaft of the delivery system. The delivery system shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned without the device. Visual inspection identified that the wire mesh was exposed on the shaft near the proximal end of the sheath. Curve could be applied but did not meet specification of 120 degrees. Observation of the handle revealed the device deployment button in the unlocked position with the recapture cone deployed. It was possible to move the deployment button between the deployed and recapture positions with the recapture cone performing as expected. The tether lock button was in the closed position and the tether retaining pin and tether line had been removed from the handle. Tether pin and line were still attached to each other. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the delivery system deployed the ipg two times by itself without operator input. Slack allowed the ipg to extend outside the delivery cup. The ipg was recaptured, the slack was removed and deployment button was re-locked but the same thing happened a second time. The second position resulted in acceptable measurement so the ipg was left deployed; however, the physician felt that the lock was defective. The ipg remains in use. No patient complications have been reported as a result of this event.